Manufacturer narrative:
(B)(4). Mitraclip system, steerable guide catheter, 1 implanted mitraclip. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The steerable guiding catheter (60603u103) referenced is filed under a separate medwatch report number.

Event description:
This is filed to report that during retraction, the clip became caught on the guide tip, which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The patient was in cardiogenic shock 2 days prior to the procedure; therefore, was placed on a balloon pump and this case was urgently planned. One clip was implanted in the medial segment, reducing the mr to 3+. Grasping was noted to be difficult due to the anatomy. The second clip delivery system (cds) was advanced and slightly under-straddled due to the small left atrium. The cds was then inadvertently pulled too far back and became stuck on the tip of the steerable guiding catheter (sgc). Troubleshooting was performed to separate the devices, but was unsuccessful; therefore, the cds and the sgc were removed as a single unit from the anatomy. After removal, the clip was removed from the sgc tip and it was found that a piece of the sgc tip was torn and remained in the clip. Nothing was left in the anatomy. No further clips were attempted and the procedure was discontinued. The patient remained hemodynamically stable throughout the procedure and was confirmed to be stable post-procedure, with no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported clip becoming caught on the steerable guide catheter (sgc) soft tip, resulting in difficulty removing the device appears to be a result of user technique. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.